Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 165 mm. The pt has a history of colon cancer. It was reported that the stent graft pulled down during runner retraction, covering the internal iliac limb on the ipsilateral side. A 26 mm diameter x 3.75 cm length aortic extender cuff was placed proximally. Final angiogram demonstrated a transgraft leak with a successful exclusion of the aneurysm. No additional information is available.